Event description:
In 10/93, during a 5 day period, four pts in the neonatal ICU developed candida infections. The stopcock or tubing were implicated epidemiologically. This incident was written up and submitted for pulication. On 4/11/94, at a meeting within the hosp, the rptr learned that during this same period noted above, another department at the hosp was having problems with the exact brand and type stopcock. The MFR's rep visited that department and told the staff that the stopcock did not meet ansi standards for thread position. The rptr stated that in retrospect he feels that the stopcocks in question cracked and leaked which allowed the candida to get into the lines causing the outbreak of infections.